Manufacturer narrative:
Qn#: (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of short battery runtime is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that while transporting the patient to CT scan the intra-aortic balloon pump (iabp) alarmed once and then died. The staff plugged it in while in the CT, and the battery indicator showed a lightning bolt and the status read charging 13.4v. After, while transporting the patient back to the unit, the iabp died again after one alert. As a result, another iabp was used, and the reported iabp was sent to biomed. Field service agent (fsa) reported a patient death occurred. However, it was noted that the console was switched out and sent to biomed before the patient expired, not on the same day. Doctor justin pacor confirmed that the device did not cause or contribute to patient death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that while transporting the patient to CT scan the intra-aortic balloon pump (iabp) alarmed once and then died. The staff plugged it in while in the CT, and the battery indicator showed a lightning bolt and the status read charging 13.4v. After, while transporting the patient back to the unit, the iabp died again after one alert. As a result, another iabp was used, and the reported iabp was sent to biomed. Field service agent (fsa) reported a patient death occurred. However, it was noted that the console was switched out and sent to biomed before the patient expired, not on the same day. Doctor justin pacor confirmed that the device did not cause or contribute to patient death.